Manufacturer narrative:
Manufacturer report 2938836-2018-07937 and the associated follow-up should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in-clinic during follow-up, the device was found to be in backup vvi. A device restoration was successfully performed. The patient will continue to be monitored with regular follow-up.